Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain. The cause of peritonitis was unknown. The patient was not admitted to the hospital. On the same day of onset, the patient began intraperitoneal treatment with ceftazidime and cefazolin for fourteen days (dose and frequency not reported). The patient is recovering from the event. It was not reported if pd therapies were ongoing. No additional information is available.